Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not detected on bus. A field service engineer discovered that drawer four was not appearing in diagnostics. A field service engineer examined and reseated the connections, as well as removed debris from the drawer. Following the testing, the spring on tray position a3 was adjusted to ensure that the pocket would secure properly. The customer reviewed the inventory and expressed satisfaction with the results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawers 4.1 and 4.2 were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.